Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the alleged inaccuracy with the meter started. She reported that at an unknown time on (B)(6), 2019, she obtained an alleged inaccurately high blood glucose result on the subject meter of ¿104 mg/dl¿ compared to ¿20 mg/dl¿ on an emergency medical services (ems) meter performed an unknown time later. (Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method). The patient was unable to say what medications she takes to manage her diabetes as her ¿husband handles everything¿ for her. The patient was unable to remember if any changes were made to her usual diabetes management routine after obtaining the alleged inaccurate result on the meter. She indicated that an unknown time later, she ¿fell unconscious¿. She reported that her husband called the ems and it was at this stage that the blood glucose result of ¿20 mg/dl¿ was obtained on the ems meter. The patient recalled that she received hcp treatment of glucose for her symptoms. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure and her test strips were within expiry date and had been stored correctly in an intact vial. The cca walked the patient through a control solution test and the result of 129 mg/dl fell within the expected range of 102-132 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign and symptom suggestive of a serious injury adverse event for which she received medical intervention, after obtaining an alleged inaccurately high blood glucose result on the subject meter.